Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the catheter cannot be viewed under fluoroscopy. The 45mm in length and 3.00mm in diameter, 98% stenosed target lesion was located in the severely tortuous and mildly calcified proximal end of left anterior descending (lad) artery. A 5-in-6 guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the tip of the catheter showed a severe image and became abnormally clear during angiography. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed kinks in the hypotube located 17.5cm, 19cm and 25cm from the strain relief and a partial separation of the distal shaft at the collar. The separation and kinks are likely attributed to procedural factors. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Mtac testing was performed on the returned device to determine the composition of the marker band.images show no signs of metal outside of the marker band or the filled polymer. There is a piece of debris from cutting that is on the surface in image. All metal appears contained in the marker band or inside polymer as a filler. Melting points of confirmed metals are well above body temperature and would not flow. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the tip of the catheter cannot be viewed under fluoroscopy. The 45mm in length and 3.00mm in diameter, 98% stenosed target lesion was located in the severely tortuous and mildly calcified proximal end of left anterior descending (lad) artery. A 5-in-6 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the tip of the catheter showed a severe image and became abnormallly clear during angiography. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.